Event description:
Nurse cut finger when hand slipped trying to close knife sheath requiring sutures.

Manufacturer narrative:
Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported from (B) (6) that during (B) (6) processing the tube of the transfer bag fell apart after the second centrifugation and extraction step.